Event description:
During an endometrial ablation procedure, while the doctor was taking the instruments out of the pt, it burned the pat's vaginal wall. It was about 2-3 cm on both sides. Silverdine cream was prescribed to be applied to the burn area.